Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, the patient was admitted to the hospital on (B)(6) 2016 due to gastrointestinal bleeding. The signs and symptoms were not provided. Additional information was requested, but has not been provided.